Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had detached from the headset of the infusion set. The patient experienced elevated blood glucose levels. This issue also occurred on (B)(6) 2017. No adverse event was reported. The used infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.